Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cholecystectomy treatment procedure , difficulty removing the guide wire occurred. The amplatz super stiff guide wire "plucked" and the device became stuck into the vessel. The physician met lot of difficulties to take out the guide wire. The physician pulled hard on the guide wire causing it to stretch. In order to remove the guide wire, the physician "get leads" on the guide wire and was able to remove it. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in three sections. Section one (proximal) presented a kink 40cm from the proximal end and the distal end unraveled. Section two (middle) presented kinks along the body. Section three (distal) presented the spring tip damaged/detached and unraveled. Sem analysis was performed on the wire. The fractured surfaces on all three sections showed elongated dimple ruptures and a perpendicular fracture surface due to a torsion overload. No material anomalies were found. All outer diameter measurements taken met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a cholecystectomy treatment procedure , difficulty removing the guide wire occurred. The amplatz super stiff guide wire "plucked" and the device became stuck into the vessel. The physician met lot of difficulties to take out the guide wire. The physician pulled hard on the guide wire causing it to stretch. In order to remove the guide wire, the physician "get leads" on the guide wire and was able to remove it. No further patient complications were reported and the patient's status is stable.